Event description:
It was reported that there was high thresholds in the left ventricular pacing lead. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d274trk bi-ventricular defibrillator, (b)(46) 2011. A 6944 implantable tachy lead, (B)(6) 2008. (B)(4).